Event description:
The customer stated a reagent cassette was loaded onto the analyzer and got stuck in the loader. The customer then received analyzer alarms and smelled a burning fuse smell. It was noted there was a reagent spill inside reagent manager and the customer was able to see haziness in the area. No thick smoke was present. While on site, the field service representative showed the damage to the customer who stated he was able to see blackened wires that were damaged when the spill occurred. He stated he noticed a black color on the connectors where the wires plug into the harness. No instrument operators or lab personnel were injured. No patients were involved in the event. The field service representative determined there was a decapping error which caused a spill in the decapper. The spill shorted plugs which blew a fuse and caused the burn smell. He replaced the decapper and two pcbs and tested the system. He found the instrument was operating within specifications.

Manufacturer narrative:
The investigation determined the issue was caused by a combination of a reagent cap being too tight and the operator continued to try run the instrument after analyzer stop alarms were generated. Product labeling advises the customer to manually loosen the caps before loading the cassettes onto the analyzer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.